Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant lead impedances where unacceptably high. Lead was placed on psa for testing and capture could not be obtained, even at high outputs. Lead was replaced and will be sent back for analysis. The new lead was implanted without any further complications.